Manufacturer narrative:
The device was returned wrapped in a piece of woven material inside a biohazard bag. This appears to be some type of pouch as there are four chambers. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the device. The plunger tip is bent backwards. Product history records were reviewed and the documentation indicated the product met release criteria. The viscoelastic indicated is qualified for this device. The root cause for the capsule rupture could not be determined. The tip of the plunger has been damaged (bent backwards). We are unable to determine the cause of the damage to the plunger tip. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant using a preloaded device, the end of the plunger appeared to have a rough blue plastic piece. The rough blue piece caught the capsule when inserting the lens which caused a capsule rupture. A vitrectomy was required. The eye was stabilized and the lens remains implanted. Additional information was received from the implanting physician reporting as the injector was being removed from the eye, it ripped the capsule. There was no visible defect or rip on the device until it was being removed from the patient's eye. It is reported the injector appeared to have a piece of plastic bent at an angle. Additional information was requested.